Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 96 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Recommendation was made by tandem's technical support for the customer to avoid holding the pump in the palm of the hand while boluses are delivered so the pump vents would not be blocked.